Event description:
It was reported that the customer experienced a low blood glucose (bg) of 21 mg/dl; cause was unknown. Reportedly, the customer lost consciousness. The customer¿s father and paramedics assisted the customer in administering glucose to address the bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.